Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted with an implantable neurostimulator (ins). It was reported that the patient had been implanted for a week. After a moderately successful trial with the device outside of the patient's body, the manufacturer representatives (reps) and doctors were convinced that they should have the device implanted. On (B)(6) 2018, they went ahead with the second surgery. The patient reported that there have been a multitude of problems with no resolution. Within hours of leaving the hospital post-operative, the battery drained down to zero even though the patient was told it wouldn't need to be recharged until their follow-up appointment on (B)(6) 2018. The patient followed the instructions explicitly and not only would the battery not recharge within the 30 minute time frame they were promised, after 3 or 4 hours it still couldn't get to 100%. It would then drain within 6 hours. It was noted that the patient had documented this with pictures and videos of all the charging and battery issues. In front of the patient's family and doctors, the reps spent hours trying to get the device working and could not. The patient stated that they expressed very little knowledge of any resolution. After testing the charger itself and finding no issue, they had no answer, even though the patient thought it was obvious that the stimulator itself inside the patient's body was defective. After they spoke to reps on the phone, the field reps tried to blame a titanium rod on the patient's pelvis for interfering with the signal. It was noted that the reps had all of the patient's medical records and knew about the rod, and the patient had also verbally discussed this with them when deciding where to locate the stimulator. On (B)(6) 2018, the patient was supposed to come in and meet with the reps for a resolution, but two hours before the meeting it was cancelled. The patient was now being told to wait another two days. The patient expressed disappointment, the issue is interfering with their job, and making the patient unable to take care of their one year old child. Additional information was received from a rep. The rep called the manufacturer's patient services for troubleshooting recommendations with recharging issues. The ins had been implanted for five days and charging had been difficult from the start. The patient was programmed using the recommended work flow settings, and it was noted that disabling and enabling the device was already tried once. It was initially reported that the ins might have been depleted at 0%. When trying to charge the coupling was excellent, but quickly went to good, then to poor recharge quality displaying screen 76. The patient controller was 40% charged, and when trying to turn on stimulation, screen 81 for an empty ins battery was shown. Disabling and enabling the device was tried again. Technical service recommended to try charging for 15 to 30 minutes then try to turn stimulation on afterward. After the charging session, similar behavior where coupling went from excellent to good to poor recharge quality was noted. The ins was charged to about 30% and showed the orange status. A manufacturer engineer recommended to check for metal surfaces near the patient that could interfere with the recharging behavior. The rep now indicated that the patient had a metal pin implanted in their hip. After technical services discussed this with the engineer, it was thought that this was unlikely to interfere with recharging behavior as telemetry was possible. The rep indicated that the ins was not tilted. The patient was sent for x-ray. The rep indicated that they tried another recharger with similar results, and they would try another patient controller the following week. It was noted that they were charging while stimulation was off. Additional information was received from the rep. It was reported that there was premature battery depletion and difficulty charging the battery. The patient had a screw implanted in their hip, and the manufacturer's technical services thought it could make interference. A second recharger system was tested on (B)(6) 2018 without results. After 50 minutes, they achieved a 30% charge of the battery. A meeting was scheduled for (B)(6) 2018 to define the next steps. It was noted that they were not sure of the effectiveness of the patient controller and recharger. It was also noted that the patient did not have pre-existing conditions. The patient was alive with no injury. It was noted that the rep could confirm the problems with the recharge. Additional information was received from a rep. The charge would start normally with excellent quality, but a second later would turn to normal, then another second later the charger could not detect the device without moving the antenna. Even when excellent quality was maintained, the charge took too long, around 30% in 50 minutes. They would see the patient again on (B)(6) 2018. It was reported that the patient's programming had positive polarity on electrode 1, negative polarity on electrode 2, a pulse width of 150 microseconds (mcs), a rate of 1000 hertz (hz), and intensity of 6.5 milliamperes (ma). With this program, the battery would go empty in less than 12 hours. It was noted that the patient did not want to feel any paresthesia. It was reported that an impedance check was run in the operating room, and only two poles that were not used in the program showed the "avoid" status while being below 10000 ohms. It was noted that they only had the session from the day of implant, (B)(6) 2018, because they didn't see the patient again until (B)(6) 2018 and the battery was empty so they couldn't connect to it. It was noted that there were two specific issues: the connection would pass from excellent to good, or lose the connection without any movement of the patient, so it was impossible to charge the battery completely, and the program the patient had spends a lot of energy. On (B)(6) 2018, the patient told the reps that with stimulation off the battery had depleted 20% from (B)(6) 2018. The rep hadn't used the check energy feature to determine the expected recharge interval, so they were in error saying that a recharge could be done in 30 minutes. The rep didn't know exactly how deep the ins was, but was sure that it was less than 2 centimeters. Impedance results were provided. Avoid results were present due to impedance of 180 ohms measured on the pairs 4 and 8, as well as 6 and 10. Other pairs were within normal limits ranging from 470 to 1070 ohms. The patient would be seen again on (B)(6) 2018. Additional information was received from a rep. It was noted that a rep was with the patient during an appointment on (B)(6) 2018. A device data file and some pictures were provided looking at charge data from the picture and data, the patient charged on (B)(6) 2018 for the last time and managed to get it up to 91%. During the follow-up appointment, they were able to charge properly as well. The patient indicated that the battery moved a lot, and that they would lose coupling when moving slightly. It was discussed that this was expected to resolve over time once the ins settles into the body. The rep could see one power on reset (por) occurrence on (B)(6) 2018, but from what they could see with a demo unit and other device data files, they believed this was caused by an empty battery. There were also several occurrences where therapy was lost with stimulation on; these occurred on (B)(6) 2018. Recharge statistics showed a recharge session on (B)(6) 2018 where the starting battery percentage was 56% and ending battery percentage was 91%, and another session on (B)(6) 2018 where the starting battery percentage was 26% and ending battery percentage was 58%. One of the provided pictures also showed recharge sessions: on (B)(6) 2018 charging from 10% to 50% over 31 minutes, on (B)(6) 2018 charging from 50% to 60% over 20 minutes, (B)(6)2018 charging from 10% to 60% over 1.1 hours, on (B)(6) 2018 charging from 10% to 20% with an illegible duration, on (B)(6) 2018 with charge staying at 30% over 28 minutes, on (B)(6) 2018 with charge staying at 20% over 19 minutes, on (B)(6) 2018 charging from 30% to 60% over an illegible duration, and on (B)(6) 2018 charging from 60% to 100% over 17 minutes. The ins was reprogrammed to 4.0 ma, 120 mcs, and 1000 hz. The check energy feature indicated 2.2 days for these settings. One of the provided pictures showed a previous check energy result of 1.4 days. Turning off stimulation during the night if the patient doesn't require it was also discussed. The next follow-up appointment would take place (B)(6) 2018, and the patient would be reviewed for therapy effectiveness and battery depletion. A new data file would also be gathered at that time. It seemed that the recharging issues had been explained, and was related to the ins settling into the body. It was noted that the patient understood and accepted the explanations given by the healthcare professional and rep. It was noted that the rep couldn't find anything strange in the data file. Pictures x-rays were provided that showed the neurostimulator as well as the patient's implanted titanium rod. Further review of the data file confirmed that the por was a result of the battery depleting, and the occurrences where therapy was lost with stimulation on were when the battery dropped below the therapy available voltage trip point and stimulation is turned off. From the log file it appeared that following the therapy lost events, a recharge session occurred followed by another therapy lost event. This was observed with the (B)(6) 2018 events. It was noted that this made sense that recharging occurred to turn therapy back on. No events in the log file were seen that indicated any issues with the battery or device operation. The battery level diagnostic showed a buffer of each 10% battery drop and on (B)(6) 2018, it was showing approximately 10% per hour which lines up with the high dose stimulation expectations of that setting. Additional information was received from a rep. It was reported that two reps visited the patient on (B)(6) 2018. Two reports were provided, one from the beginning of the session and one from the end. It was reported that the patient still had pain so a rep changed the program and put in cycling mode. The patient's main complaint was the time between recharges. Looking at the recharge sessions in the reports, it looked like the recharge difficulties had been resolved. The patient was able to charge the ins within the expected time, and no anomalies with the ins could be seen. The following recharge sessions were noted: on (B)(6) charging from 72% to 93%, on (B)(6) 2018 charging from 2% to 99%, on (B)(6) 2018 charging from 1% to 94%, on (B)(6) 2018 charging from 35% to 94%, on (B)(6) 2018 charging from 16% to 76%, and on (B)(6) 2018 charging from 75% to 92%.